Event description:
Biomed identified on giraffe phototherapy lights used in nicu. Problem with lights was reported as lights having low light output. During investigation, biomed discovered cracking and distortion with the light pipe arm located at the end near the mirror. These cracks seem to prevent light from traveling through the light pipe, preventing device from performing its task. With this cracking, the output levels of the light are severely diminished, therefore we can not treat the bilirubin effectively.the device location is protected, so the device does not appear to have taken any physical abuse. We have been unable to determine a root cause, but this appears to be a design flaw. It has been identified now with several units. The company requested cracked units be returned to them for assessment and repair. We have been told that we are the first report of this problem so the manufacturer is unclear of the root cause and unclear how to resolve.